Manufacturer narrative:
Device evaluated by MFR: synergy ous, mr, 3.0 x 32mm stent delivery system (sds) was returned. The stent detached and was not returned for analysis. The balloon cones were reviewed and no issues were noted. Crimp markings were evident but not very prominent on the exposed balloon wall indicating overall crimp contact between the coated stent and balloon. The stent crimp force, the crimp temperature and the crimp duration for the device all are within the specified range. A visual and tactile examination found a slight hypotube kink 410mm distal of strain relief. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. The bumper tip of the device showed slight damage to edge of distal tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that stent dislodgement and stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified proximal to mid right coronary artery (rca). A 3.5 x 32mm synergy¿ drug-eluting stent (des) was implanted in the proximal rca, plain old balloon angioplasty was then performed at the mid rca. A 3.00 x 32mm synergy¿ des was advanced with a 6f non-bsc guide extension catheter but failed to cross the lesion. The 6f guide extension was then exchanged for a 7f; however, the 3.00 x 32mm synergy¿ des came into contact with the edge of the previously deployed 3.5 x 32mm synergy¿ and dislodged from the delivery catheter. The physician attempted to retrieve the dislodged stent using a snare but it failed because the stent was stuck to the edge of the deployed stent. The dislodged stent became stretched when the physician pulled on it. To retrieve the stent, the physician tried some techniques by pushing it with the snare or re-crossing the wire but the attempts were failed. Eventually, the physician decided to send the patient for a surgery to retrieve the stent. No further complications were reported and the patient¿s condition is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement and stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified proximal to mid right coronary artery (rca). A 3.5 x 32mm synergy drug-eluting stent (des) was implanted in the proximal rca, plain old balloon angioplasty was then performed at the mid rca. A 3.00 x 32mm synergy des was advanced with a 6f non-bsc guide extension catheter but failed to cross the lesion. The 6f guide extension was then exchanged for a 7f; however, the 3.00 x 32mm synergy des came into contact with the edge of the previously deployed 3.5 x 32mm synergy and dislodged from the delivery catheter. The physician attempted to retrieve the dislodged stent using a snare but it failed because the stent was stuck to the edge of the deployed stent. The dislodged stent became stretched when the physician pulled on it. To retrieve the stent, the physician tried some techniques by pushing it with the snare or re-crossing the wire but the attempts were failed. Eventually, the physician decided to send the patient for a surgery to retrieve the stent. No further complications were reported and the patient's condition is stable.